Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined the power switch failed to turn on due to the malfunction of the power unit. It was assumed that the parts of the power unit malfunctioned due to the deterioration over time since it was over nine years since the device was installed.

Manufacturer narrative:
The supplemental report is to update the contact person section. The contact persons title is a biomedical engineer.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii xenon light source would not turn on. There was no harm, infection or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation, the evaluation found that the device would not be turn on due to a faulty power supply. The faulty power supply, software and battery holder with spare lamp harness will be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.